Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the code 8474 was seen on the personal therapy manager (ptm) with an event date of (B)(6) 2017. No symptoms were reported during the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's weight was approximately (B)(6). It was reported that the pump was explanted but the manufacturer representative who handled the case was not able to get the hospital to release the pump for inspection. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient experienced loss of therapy and was unable to use their personal therapy manager (ptm). The logs were pulled and battery reset occurred and pump was in safe mode. It was unknown what may have caused or contributed to the event. The patient came into the clinic and diagnostic logs were reviewed. It was recommended to replace pump. Actions/interventions were noted as unknown. The issue was not resolved at time of report, and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred, but also noted that surgical intervention/pump replacement was planned and scheduled for (B)(6) 2017. The pump will be returned for analysis. The patient's weight and medical history was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.